Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used. Initial reporter zip: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes "citrate-363048-cocked stopper".